Event description:
It was reported that the b650 monitor did not activate an audible alarm for a patient in the ICU (intensive care unit) when the patient's spo2 decreased under 70% and heart rate dropped under 40 (low heart rate limit was set to 40). Health care providers were present in the room at the time of the event and there was no reported delay in treatment. The patient was treated within 2 - 3 minutes using o2 bag ventilation and adrenalin. The patient reportedly did not go into cardiac arrest and recovered without long term adverse consequences.

Manufacturer narrative:
Initial log review completed by ge healthcare engineering indicates that the system did provide spo2 alarms during the time period in question. The alarms were silenced by the user. Heart rate alarms were not present in the log files provided. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted once investigation results are available.